Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the rewind and priming was louder. Customer stated that the insulin pump had motor error alarm. Insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind loud/noise anomaly, motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed. Device had cracked lcd window, cracked case at display window corners. (B)(4).